Event description:
Information was received through a voluntary medwatch report (B)(4). Patient had a cerebral angiogram using a cook slip cath vertebral catheter. Patient experienced several microemboli to the foot, incidentally noticed without any pain or symptoms. On evaluation of the catheter, it was noted to have an outer coating that sheared off the catheter as it was pulled out of the vascular sheath forming a viscous substance on the tip of the sheath within the artery. The microembolic phenomena occurred after the sheath was removed. The patient experienced micro emboli. All of the micro emboli have been resolved.

Manufacturer narrative:
Expiration date unk as lot # is unk.(B)(4) - (other, coating sheared off). No complaint device has been returned. Final inspection specifications for angiographic catheters states: "confirm catheter material type/french size." In-process and final inspection specifications for hydrophilic coated states: "verify lubricity and durability are sufficient." Complaint history indicates reports of microemboli from hc devices, but causality between such emboli and the described symptom(s) is unclear at this time. Rash reported as self limiting and mildly symptomatic (mild pain). Quality engineering risk analysis was used to evaluate the associated risk. A CAPA was previously initiated for this failure mode based on prior similar events. Although no complaint device will be returned. The failure mode has been confirmed from the information supplied by the complainant. The appropriate internal personnel have been notified and we will continue to monitor for complaints for similar events.